Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended. The patient underwent an ipg explant procedure. The returned implantable pulse generator (ipg) was analyzed. An analysis the data logs revealed a rapid depletion rate following the explant procedure, while the depletion rate during implantation was normal. Upon cutting open the ipg, internal electrical measurements indicated excessive sleep current. With all the available information, boston scientific concludes the reported event was not confirmed. The application-specific integrated circuit (asic) chip sustained damage during the explant procedure, which hindered a full assessment of the ipg's functionality. Such damage is typically caused by the ipg's exposure to external high-voltage or high-current transient sources. Therefore, the probable cause selected is unintended use error caused or contributed to event.